Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log file showed that alarm 389 - no o2 dosing possible is intermittently active on this unit since february 2019. It was evident that the safety valve was leaking 1.13 l/min.

Event description:
The customer reported alarm 389 - no o2 dosing possible issue. The customer confirmed that there was no patient involvement that was associated with the event.